Event description:
It was reported that this right atrial (ra) lead got dislodged during an unrelated procedure. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.